Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported the device would not power on. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement reported.

Manufacturer narrative:
On (B)(6) 2017 the customer has cancelled the call, declined repair.